Event description:
It was reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus but would not deploy from the delivery system. It was noted that the needle broke during the procedure. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (in 2007).